Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2020).

Event description:
It was reported that during an angioplasty procedure in right iliac system, the device balloon allegedly ruptured. It was further reported that the physician removed the wire balloon and sheath as one unit. Reportedly when inspecting balloon once it was outside the body, it appear to be missing the distal portion of the balloon and wires. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultrascore pta dilatation catheter has returned for the evaluation. On the visual evaluation of the device, it appeared bloody. The distal part of the balloon was found to be detached from the catheter and distal device tip was also noted to be detached. Inner guidewire of the catheter was found to be bunched. Under microscopic observation, a break was of break has observed to the device. No other specific anomalies noted. No further functional evaluation performed due to the condition of the device. Therefore, the reported balloon rupture and detachment is confirmed as the balloon rupture circumferential and the distal tip of the balloon was noted to be detached from the catheter. However, the definitive root cause for the reported balloon rupture and detachment could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date: 10/2020. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in right iliac system through highly calcified lesion the device balloon allegedly ruptured on second inflation at 12atm. It was further reported that the physician removed the wire balloon and sheath as one unit. Reportedly when inspecting balloon once it was outside the body, it appear to be missing the distal portion of the balloon and wires. There was no reported patient injury.